Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation, therefore, a final root cause was unable to be identified. However, based on the results of the investigation probable causes of the tip cover detachment are as follows: chemicals such as anti-fogging agents adhered to the distal cover, and the rear end of the distal cover was damaged by chemical attack, making it easy to remove the distal cover from the endoscope. Because the attachment to the endoscope was insufficient, the distal cover was easily removed from the endoscope. Reconfirmation of complaint failure: since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2831) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. Quality evaluation results using mass production prototypes at the development stage: during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use.". Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications each time. The following is included in the instructions for use: -see caution column in 7.3. ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover.". See warning column in 7.3. "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The distal end cover was reportedly discarded, therefore is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6)and submitted medwatch 130076.

Event description:
The customer reported to olympus that the distal end cover fell off the single use distal cover. The cover fell off into the patient¿s mouth during the therapeutic procedure (endoscopic retrograde cholangiopancreatography) but was able to be retrieved out of the patient successfully. There was no procedural delay, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the previous supplemental report, follow-up number 2. The correct aware date should have been november 29, 2023.